Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions & health effect ¿ impact codes) ), h11 corrected fields: b5, b6, b7, d10. A getinge field service engineer (fse) confirmed the alarm loop of the equipment was leaking and there was leakage at the interface of the detection safety disk. After disassembly and adjustment, the functional parameters of the equipment were tested and delivered for clinical use normally.

Event description:
It was reported that, before use during inspection, the cs100 intra-aortic balloon pump (iabp) had alarm loop leaks. There was no patient involvement.

Manufacturer narrative:
Due to character limitations the complete e1 tele # - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, before use during inspection, the cs100 intra-aortic balloon pump (iabp) had alarm loop leaks. There was no patient harm reported.